Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after completing paod, the angio-seal was used to do the hemostasis. The following information was provided by the user: after angio-seal device was placed, it was still bleeding. The doctors then applied manual pressure to the puncture site to complete the surgery. Then they found the side holes of sheath and dilator are not aligned and claimed that it is the defective product. It was reported that the patient was stable. It was reported that the blood loss was <250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal vip device was received for evaluation. The hemostatic sheath and arteriotomy locator were also returned. The returned components were subjected to visual analysis were minimal blood-like substance was observed on the returned components. The device cap was returned separated from the hemostatic sheath. There was approximately 1.75" of suture-exposed from the carrier tube assembly. There was a kink in the arteriotomy locator at the blood inlet holes. The arteriotomy locator was inserted into the hemostatic sheath to assess the alignment of the blood inlet holes. There was significant overlap between the two blood inlet holes. However, there was a small portion of the holes that were partially occluded. This failure to align was due to the kink in the arteriotomy locator at the blood inlet holes. The complaint could be confirmed for kinking in the arteriotomy locator. Visual inspections are part of the manufacturing process. This defect would have been caught during those inspections. The kink is likely due to the use conditions. The defect category shall be updated to reflect the kink. The complaint could be confirmed for kinking in the arteriotomy locator. The application of an off-axis force to the arteriotomy locator has been known to cause kinking. The arteriotomy locator is 100% inspected. The device was inspected per procedure and released in a conforming state as documented within the DHR. The exact cause of the reported event cannot be definitively determined based on the available information.